Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "6 years ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date "6 years ago", he was unable to test on his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that he experienced "shakiness" and "almost fainted" as a result of this issue. Customer self-presented to a hospital and received unspecified "IV insertions". No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.